Event description:
It was reported that the patient was having no external power alarms while on the mobile power unit (mpu) at home. No alarms were noted on battery power. A loaner mpu was given to the patient but the no external power alarms persisted. At a clinic visit on (B)(6) 2022, the patient was connected to the power module and began to experience no external power alarms. The white cable on their controller had minor damage to one of the two cords so the controller was exchanged. After the exchange the patient did not experience any further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power and power cable disconnect alarms was confirmed via analysis of the submitted log file. The log file contained approximately 1 day of data (24mar2022 ¿ 25mar2022 per the timestamp). Atypical no external power and power cable disconnect alarms activated on 25mar2022 from 9:44:34 to 9:49:33 due to the relative state of charge (rsoc) and bus voltages dropping below the low voltages threshold on both power cables while connected to the power module; the atypical alarms resolved when the voltages returned to the appropriate range. The system controller backup battery supplied power to the system during the losses of external power. Atypical power cable disconnect alarms also activated due to white power cable fault not consistent with power source exchanges; the alarm resolved shortly after activating each time. The driveline was disconnected on 25mar2022 at 9:50:58 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple requests for additional information were made to determine if the heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, no response was received. It was reported that the reported events occurred while connected to the mobile power unit (mpu) and the power module; this indicates that the alarms may be associated with an issue on the controller. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported damage on one of the controller power cables may be associated with the reported alarms activating. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power , backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 06dec2020. No further information was provided. The manufacturer is closing the file on this event.